Event description:
Device was returned for repair. During inspection, technician found the hose was torn and the engine vibrates. (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, it was noted that he hose had a cut due to inappropriate handling. Device was inspected and repaired.